Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements, due to this lead becoming dislodged at an unspecified date. The dislodgment was confirmed with x-ray imaging during the extraction procedure. This lead was extracted and replaced by a new lead. No additional adverse patient effects were reported.